Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: review of the black box data verified "no cartridge detected" warning on the alleged event date, (B)(4) 2018. On investigation, the pump passed all required testing, including accuracy test. Investigation did not duplicate the alleged large prime volume complaint. The pump was opened for further investigation and revealed a cracked trace at the force sensor flex pin.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a prime (large prime volume) issue. Reportedly, the patient was hospitalized on (B)(6) 2018 with dka with a blood glucose (bg) level greater than 500mg/dl, with extreme thirst (polydipsia), excess urination (polyuria), vomiting, and unspecified level of ketones. The patient received intravenous fluids and other unspecified treatment. The patient alleged that under delivery of insulin occurred because the pump would not prime. The patient discontinued pump therapy at that time per hcp recommendation. This complaint is being reported due to the allegation that the patient experienced hyperglycemia related to a prime issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to prime the pump.